Manufacturer narrative:
Citation: rüffer a et al. Mid-term experience with the hancock porcine-valved dacron conduit for right ventricular outflow tract reconstruction. European journal of cardio-thoracic surgery 42 (2012) 988¿995. Doi:10.1093/ejcts/ezs103 advance access publication 3 april 2012 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a ten year experience with the hancock valved conduit in right ventricular outflow tract (rvot) reconstruction. All data were collected from a single center between august 2000 and july 2010. The study population included 63 patients (predominantly male, mean age 13 years, median weight 44 kg), all of which were implanted with medtronic hancock valved conduit. Within this population six patients had medtronic contegra conduit and eight patients had hancock conduit previously implanted. No serial numbers were provided for any of the medtronic product. Among all patient adverse events included: conduit stenosis at the valvular level, mean systolic gradient of 87 mmhg, and noted peeling formation that may lead to tubular narrowing. Two patients with conduit stenosis underwent additional intervention. Explanted conduits showed massive calcification of valve leaflets without signs of tubular narrowing or stenosis of the anastomotic site. Histological examination revealed strongly calcified cusps with focal fibrinous and haemorhagic signs of inflammation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.